Event description:
A pt reported blood glucose results of 381 and 345mg/dl wih a lifescan meter, performed within 15-20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.